Event description:
The pt's implantable neurostimulator system was replaced on (B)(6) 2010 and he was "getting less therapy benefit than before replacement." The health care professional measure the battery voltage on the right ins "at 3.67". The hcp was concerned that the ins was "starting out at low level" and that the pt "may have short time of therapy" but did not have any baseline voltages for comparison. About a week later, the pt's mother reported seeing a low battery message on the pt programmer. She stated "just the other day the batteries are already depleted" and she felt that "the batteries are faulty." She reported that a surgery was scheduled for (B)(6) 2010 but did not provide any details of the surgery. No pt symptoms were reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See also MFR's report # 3004209178201008488.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.